Event description:
I use the dexcom g7 sensor alongside the tslim insulin pump to monitor my blood sugar. On (B)(6) 2025, I experienced lapses in sensor readings. The sensor failed three days before it was supposed to be replaced. This occurred at night, while sleeping. Typically, when I have a low blood sugar, the sensor will notify me and I will receive an alarm (if sleeping, I will wake up to the alarm). However, since the sensor stopped reading, I was not notified of a low blood sugar. I don't remember what happened, but my husband told me he woke up to me stumbling around the house and talking nonsense. He checked my blood sugar and it was in the 40s. He helped me treat the blood sugar and I was ok, but the sensor failure was a large part of us now being notified of my low blood sugar.